Manufacturer narrative:
Investigation summary: a complaint of backflow potentially caused by a misassembly was received from the customer. No product or photo was returned by the customer. The customer complaint of flow issues and misassembly could not be verified due to the product not being returned for failure investigation. A device history record review for model mx9433 lot number 20126027 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the root cause of this failure was not identified as no product was returned. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that eleven 130 in 15 drop IV admin set w/4 experienced flow issues and check valve malfunction. The following information was provided by the initial reporter: material no: mx9433. Batch no: 20126027. One of our facilities is reporting an issue/concern with an item. Issue: several of the tosh anesthesiologists this past week have mentioned that when they are injecting medication that instead of flowing down towards the patient, it is going upstream into the drip chamber while the IV is running. Description: set admin IV 130in 15drop 4port. Was there injury? No. It is believed that the back check valve may be installed backwards. With over 10 different instances reported by the facility last week, an internal recall has been initiated system wide for this item with this lot #.